Manufacturer narrative:
Product evaluation: the reported event of the immobility and improper coaptation of the leaflets could not be confirmed. The results of this investigation indicated the trifecta valve met specifications with no visual or functional anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a 23 mm trifecta valve was implanted. The intra-operative aortic regurgitation and it appeared that the non-coronary cusp was immobile and not coapting. The valve was explanted and replaced with an unknown valve. Limited initial information was made available due to hospital policy which limits the release of the information.